Event description:
It was reported that on (B)(6) 2025, the stovepipe case patient underwent an unknown surgery with the blade and the guidewire. When the blade was inserted, the guidewire advanced into the pelvis, but there was no change in vital signs, so the procedure continued. Once the guidewire was removed, deformation was confirmed and a different guidewire was used, and the surgery was completed successfully with no delay. Surgeon commented that the guidewire was deformed and advanced when the blade was inserted while tension was applied to it due to the weight of the device from the stovepipe, and that the patient was bedridden with osteoporosis and the guidewire did not stop midway. As in this case, there are risks involved in driving screws into the acetabular side with tha, but if anything happens in the future, the doctor said that they will work with the surgeon to deal with it.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). Corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): sterile part # 357.399s. Sterile lot # 376l093. Release to warehouse date: (B)(6) 2025. Expiration date: 01.feb.2035 supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.